Event description:
The customer reported a cracked and shattered touchscreen on their insulin pump, which made the device unresponsive and illegible. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who was informed about using a backup insulin pump or mdi if necessary. The customer received instructions for returning the damaged pump and acknowledged the steps required for the setup and storage of the new device.